Manufacturer narrative:
(B)(4). Concomitant product: guide cath: guideliner. The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during an elective percutaneous coronary intervention (pci) procedure of the heavily tortuous, heavily calcified, 90% stenosed, de novo, distal right coronary artery (rca) long segment from the ostium to the distal posterior descending artery (pda), complete predilatation was performed using a 2.5 x 15 mm trek balloon dilatation catheter (bdc). A 2.5 x 18 mm xience pro stent delivery system (sds) was advanced with a guideliner catheter but became dislodged from the stent delivery system (sds). The attempts to retrieve the implant were unsuccessful using a snare device and the stent was deployed in a stenosed area of the vessel; a 2.25 x 23 mm xience pro stent was deployed distally in the vessel. A good angiographic result was reported without any reported patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.